Manufacturer narrative:
The reported drill bit is the recommended drill bit for t2 femur procedure and was used with a targeting device with catalog number 18061001 which is the targeting device for a t2 tibia. The correct associated device components to be used are recommended in the operative technique guide. The reported event could not be confirmed, since the reported device was not returned for investigation and no other evidence was provided. Device history for the reported lot was reviewed and no abnormalities were found. If product is returned for investigation or any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
The customer reported that they put the drill through the jig and into the nail and that the jig had too much play in it which caused the drill to snap off in the patient and nail. It was deemed to difficult to get the piece out so the surgeon left it in situ. Unintended metal in the patient.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that they put the drill through the jig and into the nail and that the jig had too much play in it which caused the drill to snap off in the patient and nail. It was deemed to difficult to get the piece out so the surgeon left it in situ. Unintended metal in the patient.